Event description:
It was reported thrombosis occurred. A left atrial appendage closure (laac) procedure was being performed on a patient with posterior chicken wing anatomy. A watchman trusteer access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) was selected for use. The 27mm wds was deployed, and several attempts were made to place device, but was unable to position device correctly. The physician decided to downsize to a 24mm wds and attempt to place the device deeper into the laa. The physician was able to place the device in a good position on the second deployment. After device was in place, a clot was noticed on the threaded insert and core wire. The physician advanced the sheath close to the face of the device and aspirated 60-100ml of blood. The thrombus appeared to have resolved as noted on intracardiac echo (ice) imaging. The physician assessed position, anchor, size and seal (pass) criteria and released the device to close the laa. There were no patient complications. The patient was discharged the same day.